Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('restlessness in the lower back') in a female patient who had essure (batch no. C61992) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). In 2016, the patient experienced back pain (seriousness criterion medically significant), musculoskeletal discomfort ("restlessness in the groin"), abdominal pain lower ("restlessness in the lower abdomen"), insomnia ("insomnia"), amenorrhoea ("menstrual periods occurring only once a year, however, I am not menopausal") and depression ("depressive state"). On an unknown date, the patient experienced anxiety ("anxiety about prospective device removal"). Essure treatment was not changed. At the time of the report, the back pain, musculoskeletal discomfort, abdominal pain lower, insomnia and amenorrhoea outcome was unknown and the fatigue, depression and anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, anxiety, back pain, depression, fatigue, insomnia and musculoskeletal discomfort with essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('restlessness in the lower back') in a female patient who had essure (batch no. C61992) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("chronic fatigue"). In 2016, the patient experienced back pain (seriousness criterion medically significant), musculoskeletal discomfort ("restlessness in the groin"), abdominal pain lower ("restlessness in the lower abdomen"), insomnia ("insomnia"), amenorrhoea ("menstrual periods occurring only once a year, however, I am not menopausal") and depression ("depressive state"). On an unknown date, the patient experienced anxiety ("anxiety about prospective device removal"). Essure treatment was not changed. At the time of the report, the back pain, musculoskeletal discomfort, abdominal pain lower, insomnia and amenorrhoea outcome was unknown and the fatigue, depression and anxiety had not resolved. The reporter provided no causality assessment for abdominal pain lower, amenorrhoea, anxiety, back pain, depression, fatigue, insomnia and musculoskeletal discomfort with essure. Lot number: c61992, manufacturing date: 2014-06, expiration date: 2017-06 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.